Manufacturer narrative:
The investigation is currently ongoing. On (B)(6) 2014, the service engineer reset the pid positive identification board) and no erroneous barcode readings were observed by him anymore. The board was replaced as a precaution. The suspect pid pcb v3 board was analyzed by the manufacturer and the problem could not be replicated. The evaluation of the board was concluded june 16, 2014. This is the first known occurrence of this type of failure. A follow-up report shall be submitted when more relevant information becomes available. Diagnostics stago, inc (importer) is submitting this report on behalf of diagnostics stago gennevilliers (manufacturer) under exemption number (B)(4).

Event description:
(B)(4).